Event description:
An operator experienced forceful delivery from probe at wash station and received splash in her eye. The operator was seen in the emergency room with a diagnosis of foreign matter in eye/irritation. The treatment administered was washing of the eye with water dacroise eye wash. No eye infection developed in 7 to 10 days post exposure. The operator did receive a tetanus shot in the emergency room. She also applied dacroise drops in her eyes 2 drops every 2 hours for 3 days, then 2 drops every 8 hours for 4 days. The operator was able to return to work following exposure and has not had further treatment.